Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than one month post implant the right atrial (ra) lead lead had dislodged. The lead had fallen into the ventricle and was sensing in the ventricle. The lead was repositioned. No patient complications have been reported as a result of this event.